Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump received button error. The customer¿s blood glucose level was over 500 mg/dl and 498 mg/dl. The customer was treated with 10 units of bolus. It was reported that the insulin pump was not working right. It was reported that the escape and act buttons were not responding. The customer stated that they got stuck in the rewind screen and was unable to clear it. The customer reported that they were unable to troubleshooting for high blood glucose, no delivery and prime, rewind, critical pump due to not being able to clear max fill reached alert. The insulin pump will be returned for analysis.